Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/23/2015 device evaluation. The lay user/patients test strips have been returned on 3/11/2015 and further evaluated by lifescan product analysis on 3/12/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verioiq meter was reading inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call from medical surveillance (ms). The patient claimed that on (B)(6) 2015, at 03:31pm, he obtained a result of 17.4mmol/l¿ on the subject meter. The patient detailed that he manages his diabetes with an insulin pump and that he administered 10 units of humalog insulin in response to the alleged issue at 03:33pm on (B)(6). The patient stated that at 04:00pm on (B)(6) 2015, 30 minutes after the alleged inaccuracy, he developed symptoms of trembling hands, confusion, poor vision and feeling very hungry, which he associated with hypoglycemia and that at 04:43pm he self-treated with grape sugar. The patient stated that he tested using another onetouch verio meter and a onetouch ultraeasy meter giving results of; 12.4mmol/l at 04:31pm, 3.2mmol/l at 4:34pm, 5.6mmol/l at 04:57pm and 3.4mmol/l at 05.01pm. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips were in good condition and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy.

Manufacturer narrative:
Follow-up # 1 ¿ (03/07/2015). The patient¿s meter has been returned on 2/24/2015 and evaluated by lifescan product analysis on 2/26/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.